Event description:
It was reported that the procedure was to treat an unspecified lesion. During the procedure, there was a leak with the indeflator, on the distal part of the tubing, at the joint between the tubing and the screw pitch. After filling the device with the contrast, a leak was observed during inflation. During deflation, there was presence of air bubbles. No additional information was provided.

Manufacturer narrative:
Date of event - estimated. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual inspection and functional testing was performed on the returned indeflator. The reported leak was confirmed. This complaint appears to be related to a manufacturing issue associated with leak issues. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. One nonconforming material record/exception was generated for the finished good lot to investigate the reported issue in accordance with internal operating procedures. A review of the complaint history revealed no other similar incidents. The investigation determined the reported difficulties appear to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. On feb 25th, 2022 abbott vascular decided to initiate a voluntary field action for this product. Abbott vascular submitted medwatch # 2024168-2022-01831 on march 4, 2022 with notification of the voluntary recall in h7, (remedial action initiated). Corrective action has been initiated per site operating procedures. The product will continue to be trended. This action is being taken due to an increase in the complaint trend for reported device code leak/splash, and loose or intermittent connection. 20/30 indeflators are at an increased risk of leaking due to a gap in the hose snap fitting. Stopcocks are at an increased risk of leaking due to a higher tendency for loose connections when not connected properly.na